Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the entire system was explanted due to disuse. It was reported that the patient was having pain at the ins site due to weight loss. No further complications are anticipated.

Manufacturer narrative:
No analysis was performed due to the event being a non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.